Event description:
It was reported that when using one (1) bd vacutainer® eclipse¿ blood collection needle, sleeve leakage occurred. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd received 5 photos and 144 samples for investigation. The photos were reviewed and the indicated failure mode of sleeve leakage was observed. Additionally, a total of 10 customer samples along with 10 retained samples were visually inspected and underwent functional tests for sleeve functionality. All samples and retains passed testing. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: sleeve function based on the photos provided. Bd was not able to identify a root cause for the indicated failure mode. Based on the low defect rate for the batch in question, no actions are planned at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that when using one (1) bd vacutainer® eclipse¿ blood collection needle, sleeve leakage occurred. No adverse impact was reported regarding the patient or user.